Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead was suspected to be fractured. Impedance measurements had increased to 1000 ohms and threshold measurements had also increased. The lead was tested in unipolar configuration and all measurements were appropriate. It was noted that this lead would likely remain implanted in unipolar configuration until the generator changeout. No adverse patient effects were noted.